Event description:
A routine thrombectomy was performed on a vectra graft implanted in a forearm loop configuration. The surgeon reported that he used a standard thrombectomy technique with a latex balloon catheter and commented that it was much more difficult to thrombectomize this graft than an eptfe graft. It was also reported that when an incision was made in the graft, prior to inserting the catheter, the graft wall delaminated, separating into several layers.